Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an increase in pacing impedance, up from 700 ohms to greater than 2100 ohms currently. Pacing thresholds had also increased, from 0.6v to 1.4v. At a second follow up, it was reported that the impedance was bouncing between 2200 ohms and 2300 ohms and was no longer holding stable. Pacing thresholds also continued to rise gradually. An x-ray was performed and revealed no lead fracture. The physician could not create noise on the lead, and believed the patient's episodes to be appropriate. Due to the lead measurements, an invasive procedure was planned to replace the lead.